Manufacturer narrative:
H3: product analysis #832418118: analysis information: 2025-10-28 09:23:53 cst pli# 10 product ID# b35300. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Insignificant anomalies discovered. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from rep indicating that battery was replaced on (B)(6) 2025 which resolved impedance issues. Root cause of impedance still unknown. Replaced battery has been sent in for analysis.

Event description:
It was reported that the patient experienced out-of-range impedances and implant depth issues, which may have been caused by potential damage during implantable pulse generator (ipg) replacement. No diagnostics or troubleshooting were performed. No interventions have been taken regarding the impedance problem. Surgical intervention has not yet occurred but is planned and scheduled for (B)(6) 2025. The issue remains unresolved, and no further information is available from the healthcare professional.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.